Event description:
Boston scientific received information that the patient received an inappropriate shock for sinus tachycardia while dancing. Upon interrogation, it was noted that the episode was detected in the vt-1 zone and then accelerated to the vt zone where therapy was immediately delivered. Boston scientific technical services (ts) was consulted and discussed that due to the fact that the vt-1 zone was programmed monitor only, the device enters redetection and then delivers therapy in the next zone. The device was reprogrammed with a vt zone to 155 and the patient was sent to consult with a different physician for consideration of long term programming changes as the patient is very active. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.